Manufacturer narrative:
On x, the reporter contacted lifescan x, alleging x. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging a meter message "please use another strip". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.